Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was damaged. The following information was received by the initial reporter with the verbatim: date of event: 11/10/2023. Location: winston campus, 5 atw ICU neuro. Item: mp5303-c - set tubing extension specialty 7in 0.7ml maxplus needleless connector (lot # unknown). Event: "hole in IV pigtail tubing of peripheral IV. Giving push of fentanyl and noticed it was spraying out of the pigtail tubing." Clinical contact: sam hicks, nurse manager neuro ICU customer states no adverse events occurred due to incident.